Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery due to a subdural hemorrhage. According to the report, the luer connector of the stopcock leaked intra-operatively. It was stated that fluid would not flow out and it was suspected the device was blocked. Reportedly, the device was replaced and the patient was well after surgery.